Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the tubing at quick disconnect (qd12) was loose at the fitting. The tubing at the qd12 is the needle aspiration vent line. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was that the tubing at quick disconnect (qd12) was loose. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated in connection with this event. No death or injury was associated with this incident and there was no change to patient treatment.